Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that she was hospitalized due to diabetic ketoacidosis. Customer's blood glucose was unknown mg/dl. The doctor took off the insulin pump and transferred to shots. The customer also reported via phone call that she had a21 alarm and no deliveries.